Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately torus and severely calcified middle left anterior descending artery (lad). A 3.00mm x 15mm nc emerge balloon catheter was advanced for dilatation, however, during the third inflation at 3 atmospheres for 5 seconds the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.